Event description:
It was reported that the device was not working properly. An output error occurred with both the full power mode and variable rate. It was reported that there was a small 'spur in the channel'. The device was tested with a different transducer but when the foot switch was pressed, the red output indicator lamp illuminated and a warning alarm sounded. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The returned device was evaluated and confirmed the reported complaint. The device was sent to the original equipment manufacturer (OEM) for further analysis. The OEM investigation found a crack on the probe tip. The damage could result from excessive prolonged activation of the ultrasonic output.